Event description:
Treatment of a left unruptured cav (cavernous) saccular aneurysm measuring 12.73mm x 5.30mm. During pipeline deployment, it was reported that a hyperform balloon was used to ensure full wall apposition (an option presented in the instructions for use) on the distal end of the pipeline. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).